Event description:
During cystoscopy, transurethral resection of prostate with bipolar loop, the loop (tip) of the 26fr bipolar electrode broke off inside the pt. Surgeon unable to visualize the broken piece inside the pt, using the cystoscope. Removed remainder of electrode from sterile field, placed in biohazard bag with package. X-ray taken negative for foreign body.